Manufacturer narrative:
This report is being filed to provide in investigation:the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.the run data file (rdf) was analyzed for this event.analysis of the rundata files did not show aconclusive root cause for the higher than expected wbc content measured in the plateletproduct reported for this collection. Based on the available information, it is possible though notconclusive, this failure may be donor related.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide root cause: a definitive root cause for the observed leukoreduction failure and higher thanpredicted yield remains undetermined at this time.run data file analysis did not show a conclusive root cause for the higher than expected wbccontent measured in the platelet product or the higher than expected yield reported for thiscollection. Based on the available information, it is possible though not conclusive, the elevatedwbc failure may be donor related. Possible causes for the higher than expected yield include, butare not limited to:¿ incorrectly configured machine variables (i.e. Target yield not accurate, inaccurate yield scalingfactor).¿ sampling aliquot contains platelet aggregates which could lead to a higher platelet count oncethe aggregates are dispersed.¿ improper resting and mixing of platelet product prior to sampling.¿ improper sampling technique and dilution.¿ inaccurate yield scaling factor.¿ use of a scale or cell counter that is not calibrated.¿ use of improper tare weight and/or specific gravity to calculate product volume.¿ variability of supplied parts or misassembly in the set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available, at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.